Manufacturer narrative:
(B)(6). Event date: unknown. Additional product code: hwc. Implant date: exact date unknown; reported as 6 months prior to explant on (B)(6) 2015. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent surgery on an unknown date to repair a right radius and ulnar fracture that was caused by a sports injury. Reportedly, the patient had another sports injury and re-injured the original fracture site on an unknown date. The patient went to the emergency room on (B)(6) 2015 due to pain and a non-union; a revision procedure was scheduled for (B)(6) 2015. It was reported that on (B)(6) 2015 the patient returned to surgery to remove and replace damaged hardware. Hardware includes: right ulnar plate (not broken but bent at 45 degree angle) and associated five screws (no damage reported), right radial plate (not broken or bent but new fracture was proximal to plate) and associated seven screws (no damage reported). The patient was re-implanted with new synthes hardware. Procedure was successfully completed with no surgical time delay and no surgical/medical intervention required. The patient status/outcome is unknown. This is report 6 of 14 for (B)(4).